Event description:
Medtronic received information that this octopus evolution pod's u-tube broke or fractured as the device was being prepared for use. The procedure date is not known, and attempts to obtain this information have been unsuccessful. It was reported that the unit was replaced with a similar device without reported complication. To date, no adverse patient affects have been reported.

Manufacturer narrative:
Visual analysis shows one side of the headlink was detached near the "y" support weld area. The detached section was returned with product. Product labeling contains instructrions for the user, including product illustrations for the proper use of the device, per its labeled indications. A caution included in the IFU states "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: reduced device performance occurred and was related to the event. There were no adverse patient outcomes associated with this clinical event.